Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with electrodes. The customer reports that during a stress test, in the (B)(6) 2009, the pt (female) developed redness, itchiness, and a hive like rash that spread to the neck, chest and flanks at the sites of the electrodes. Customer sought medical intervention from her physician. Her physician prescribe topical corticosteroids, hydroval cream and oral anti-histamines. The pt recovered.